Manufacturer narrative:
The product's IFU prescribes that after deflation of the device and the graspers are in place, "continue removing the echo ps positioning system by pulling it up to the tip of the trocar. Remove both the echo ps positioning system and trocar simultaneously. Verify that the device is fully intact after removal and discard the echo ps positioning system appropriately." Based on the event description provided to davol, the surgeon pulled the device out through the trocar not with the trocar as prescribed, which appears to have caused one of the connectors to come free from the device and fall to the floor. It can be concluded that the surgeon's method of removal contributed to the connector becoming detached from the device.

Event description:
The following is based on information reported to davol: (B)(6) 2013 - at the end of a surgical procedure the connector that holds the balloon to the mesh became detached off the position system when passed through the 12mm trocar. The connector was later found on the floor. This MDR is being submitted because of the potential of the connector falling into and being left in the pt; therefore, it could result in the need for possible intervention.